Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver broke off in screw; screw was removed with broken piece intact. Both are being returned. Screw was replaced with same size screw.

Manufacturer narrative:
(B)(4). The inner driver sub-assembly (product code: 2883-04-010, lot number: ag2038362) and the mountaineer medial-lateral 4.0x26mm screw (product code: 1883-19-426, lot number: akncjv) were returned to the complaints handling unit (chu). Optical imaging of the driver¿s distal tip revealed plastic deformation at the hex feature and torsional shear markings following a circular pattern. The plastic deformation at the hex indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex and extending to the center of the shaft, the potential fracture termination site. The fractured driver tip was found inside the drive feature of the returned screw. The returned screw exhibited no signs of failure. The driver tip may have become cold welded to the inside of the drive feature due to the stresses placed on the driver tip during tightening. No material defects of other abnormalities were observed in this analysis.in addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.